Manufacturer narrative:
Rep said this arm fell down in the room when the cleaning crew was mopping the floor. Cleaner claims that he didn't touch it, it simply fell of its own volition. No injury claimed. We have requested arm to be returned for inspection 6/27. Please note: the brand of the mavig arm is "hanel" not portegra as stated in this report. 7/21 - rec'd arms for inspection. They show signs of heavy abuse (missing paint and scratching) indicative of being in repeated collisions. This is consistent with the arms finally breaking.